Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The condition of the component is unknown. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, a request for a patient-matched articular surface has been submitted to replace the currently implanted component due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: natural knee ii nonporous femoral component size 2 right: catalog #6307-00-021, lot#ni; nonporous stemmed tibial baseplate size 0 right: catalog #6307-01-200, lot#ni. G2: foreign: austria. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a3; b4; b5; d4; d10; g3; h2; h6; h11. D10: medical product: natural knee ii nonporous femoral component size 2 right: catalog#630700021, lot#60764719; nonporous stemmed tibial baseplate size 0 right: catalog#630701200, lot#60771743. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient began to experience instability in the implanted joint. A request for a patient-matched articular surface has been submitted to replace the current bearing due to wear. Due diligence is in progress for this event; to date no additional information has been provided.